Manufacturer narrative:
Field service specialist (fss) visited the account checked laser. Gel flaps were done and no failure was detected. Account mentioned to fss during visit that printer was having issues and a new printer was installed on 2/15/2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported patient had intralase lasik procedure in both eyes and presented with diffuse lamellar keratitis (dlk) in both eyes at one day post treatment. On 1 day post op uncorrected visual acuity: right eye j2 (near eye for monovision); left eye 20/20. On 1 month post op uncorrected visual acuity: right eye j1; left eye 20/20 -2 no inflammation. It was reported that steroid drops were increased and an oral steroid was added. This patient also had flaps in both eyes lifted.